Event description:
It was reported the patient received inappropriate shocks due to episodes of supraventricular tachycardia which were incorrectly interpreted by the device. Abbott technical support was contacted, and the device was reprogrammed to avoid future inappropriate therapy. The patient was in stable condition.